Event description:
It was reported via repair work order that the cots structural integrity was effected due to a corner weldment that cracked and broke off cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.